Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had post operative bleeding 13 days after the procedure because of inadequate seal. The patient was brought back in to the hospital to cauterize the tonsil bleed. They have controlled the bleeding and patient left the same day with no injury.